Manufacturer narrative:
The device was manufactured april 8-9, 2019. One device was received for evaluation. A visual inspection using the naked eye found fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be the untightened blue winged luer cap. The returned blue cap has thread mismatch. Thread mismatch on the blue cap is not a defect. A functional leak test was performed by filling the unit with green colored water to the nominal volume. After fill and prime, to ensure the blue cap is securely connected, the blue winged luer cap was hand tightened by manually rotating/twisting the cap until the cap could no longer be rotated/twisted. Thereafter, the unit was monitored until the next day. The next day, no signs of leak were observed at the blue winged luer cap. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the blue winged luer cap prior to patient use. There was no patient involvement. No additional information is available.